Event description:
Programming history database periodic review was performed. A low impedance event has been verified, on m103. The device was interrogated, a system diagnostic was performed and resulted in low impedance, the device was interrogated one more time. No further programming history is available. The last interrogated settings on (B)(6) 2017 were 2/20/250/30/1.8 magnet 2/250/60. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.